Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture was easy to break. It was unknown how the procedure was completed. No adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional information was requested and the following was obtained: after checked, customer experienced one suture easy to breakage. And product already discarded, so customer return all 13 products in the same lot for investigation.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged suture was noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.